Event description:
The customer reported that the unit is down. The monitor was black and pt data cannot be entered. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface pcb and cables were reseated. The system was tested and found to be working as intended and put back into service.